Event description:
AED reported to continue to detect low battery after battery is replaced. No pt use is associated with this event.

Manufacturer narrative:
(B)(4): device eval pending device return.